Event description:
Customer has been using the softclix lancets without the device, and received medical treatment for needlesticks. Customer states she poked herself too deep with the lancet and had bruises on her fingers. Customer went to the doctor and received ointment for her fingers. Customer states her fingers are feeling better. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.